Event description:
A patient reported blood glucose results of 244 mg/dl with a lifescan meter and 195 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. While troubleshooting, customer service discovered the test strip vial was cracked/broken.